Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter's diameter looked thinner, 14 fr (tw (B)(4) ), than product 120716, a 16 fr. The user opened another catheter that also appeared thinner. The third one was opened, and it looked the correct diameter (16fr). So, the user was able to use the third one.

Manufacturer narrative:
Received two catheters. The reported event was unconfirmed, since the samples met specification. Per visual inspection, there was no evidence of a failure that would support the reported event. Per functional testing, the sample was evaluated and measured the shaft and the tip thickness of returned the sample and were found to be within specification and as per specification catheters are manufactured with tolerance of ± 1fr. Based on evaluation, the returned catheters manufactured per manufacturing specification and found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water or for prefilled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water." (B)(4).

Event description:
It was reported that the catheter's diameter looked thinner, 14 fr, than product 120716, a 16 fr. The user opened another catheter that also appeared thinner. The third one was opened, and it looked the correct diameter (16fr). So, the user was able to use the third one.